Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states during the procedure where he has been placing a final implant on acetabulum side (acetabulum cup pinnacle) he used instrument angeled acetabular inserter (ref. Code 9200-10-029). When surgeon strike the proximal part of inserter for few times, grey plastic knob which is placed on instrument (with function locking the rotation of cup) just broke, cracked. The investigation confirmed that the locking catch of the angled acet inserter had cracked as reported. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on eco-(B)(6) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. This product was manufactured to the revised design however the root cause is attributed to user error. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When surgeon struck the proximal part of inserter for few times, the grey plastic knob (with function of locking the rotation of the cup) just broke, cracked.